Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. The customer's blood glucose level was 488 mg/dl. The pt was treated with manual injection. The customer was hospitalized recently but not related to insulin pump used but to pneumonia. The customer stated the alarm occur after battery change and explained to her that is normal pump behavior. The pt was assisted in how to clear the alarm and also how to reprogram time and date. The pt was advised to monitor. No further assistance needed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).